Manufacturer narrative:
The customer's impella rp was returned for investigation. No data logs were returned for case. The returned pump was inspected and biomaterial was found on and beneath the impeller. The pump passed electrical testing. The pump was run in the lab and pump stop was not reproduced. The cause of the issue was unable to be determined as no data logs were returned and issue was not reproduced. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp experienced multiple pump stops due to a suspected thrombus. The pump was explanted and the patient survived.